Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher for analysis. The pusher was within specification and did not display any damage at the proximal section, and the resistance value was noted to be within specification. The distal section of the body coil was noted to be broken. The lead wires were not damaged. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached without use of the v-grip controller. There was no reported patient injury or intervention.